Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: jul 28, 2017: claim letter received. It was reported that the patient alleged difficulty walking and sitting, biological and moral injuries, general discomfort, pain. No part and lot information provided. This complaint was updated on: aug 10, 2017.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim letter (english) translation record received. In addition to what was previously alleged, claim letter alleges increase level of metal ions in blood and distress. Patient seek compensation for the damages. Doi: (B)(6) 2009;dor: (B)(6) 2017; left hip.